Event description:
It was reported the longevity estimates of the device fluctuated within a period of 40 days.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.